Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection and had oozing at the pocket site. The patient was prescribed keflex antibiotic but this did not resolve the infection. The physician believed that the infection was procedure related. The patient underwent an explant procedure.